Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cutting wire was observed inside the patient to be slightly bent and the tip of the hydratome was torn. The device was removed and the procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cutting wire was observed inside the patient to be slightly bent and the tip of the hydratome was torn. The device was removed and the procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was slightly bent and the distal tip of the device was slightly damaged. The od of exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire of the hydratome rx 49 was slightly bent and the tip of the hydratome was torn/damaged. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.